Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of greater than 600 mg/dl and high ketones identified as dangerous, cause was unknown. Customer attempted to self-treat with a correction bolus via pump. Upon admission to the intensive care unit (ICU) the customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Customer was released from the hospital on (B)(6) 2021 with no permanent damage.